Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) inquired about longevity as implantable neurostimulator (ins) was at end of service (eos).there was no complaint from the patient and healthcare provider (hcp) but the rep inquired about why it depleted so quickly. The ins was interrogated today and it was at eos. It is unknown when eos was first seen. Longevity calculation for settings provided was performed: left: c-2, 2v, 60 pw, 180 rate, 657 ohms right: c-10, 2v, 60 pw, 180 rate, 670 ohms, 24 hours/day. Therapy was not available due to eos, so impedance provided was electrode impedance. Eri at 4.06 years and eos at 4.31 years. Information was reviewed and indicated that if settings were ever higher, the actual longevity would be shorter. The rep speculated the patient may have been at 2.3v at some point. Longevity was re-calculated at 2.3v, which would align with actual longevity. It was reviewed impedances are lower than expected but not anything totally out of range and that the hcp could investigate impedances further. The issue was not resolved through troubleshooting. No patient symptoms were reported.